Manufacturer narrative:
The device was not returned for analysis and the complaint of inadequate therapy could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Patient then underwent a revision procedure to replace implanted ipg. Additional information was received that the patient is doing well post-operatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Patient then underwent a revision procedure to replace implanted ipg.